Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose in the 300 mg/dl, a strong insulin odor, and moisture detected in the pump compartment, consistent with a cartridge leak; the user disclosed reusing cartridges and attaching the connector to the cartridge before inserting it into the ilet. Customer care provided support that included guided troubleshooting, inspection of the pump compartment and supplies, and user education on proper cartridge handling and replacement. Investigation of this case revealed evidence of a leaking cartridge likely due to off-label cartridge reuse and improper assembly sequence that can tear the cartridge seal, which resolved after replacing all disposable components and confirming delivery. Symptoms included hyperglycemia and irritability. Outcomes included restoration of insulin delivery after a full supply change with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with improper use and handling of disposable components.